Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reported via phone call that the insulin pump received motor error. Customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, failed battery test, audio/vibrate anomaly/absence of alarm, no charge/battery lasts less than expected anomaly during and back light anomaly noted. Motor passed motor test. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).